Event description:
It was reported that the suture frayed around 6 inches of the needle after multiple passes, procedure successfully completed no need to change the suture. No time delays reported. No adverse patient outcome.